Event description:
The account indicated that a nurse call could not be placed from any of the nurse call buttons on the bed. The account has replaced two communication cables and the sidecom board, but the problem still exists.

Manufacturer narrative:
The account has not completed repairs.